Manufacturer narrative:
This report is submitted on (B)(6), 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection behind the ear due to extrusion of mass electrode (date not reported). The patient was treated with oral and topical antibiotics. This report is submitted on september 6, 2022.